Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the post approval 2 (pas2) clinical study. According to the complaint, the patient received her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2011. On (B)(6), the patient experienced an event of asthma aggravated that was treated with prednisone. On (B)(6) 2011, the patient experienced two episodes of coughing up blood. The patient presented to the emergency department on (B)(6) 2011. The patient denied significant shortness of breath beyond her baseline and also denied oxygen use at home. The patient was admitted to the pulmonary care unit. A clot was identified in the right lower lobe/right middle airways. A large blood clot was suctioned from the right middle lobe and medial subsegmental levels. The clots were removed and both airways were reinspected. There was a trace amount of blood in the medial branch. There was not significant active bleeding at the end of the procedure. The patient was discharged on (B)(6) 2011 and was reported as recovering. The procedure had been completed with the alair bt catheter with no device malfunctions reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011 as part of the (B)(4) study. According to the complaint, the patient received her second bronchial thermoplasty treatment to the left lower lobe on (B)(6), 2011. On (B)(6), the patient experienced an event of asthma aggravated that was treated with prednisone. On (B)(6) 2011, the patient experienced two episodes of coughing up blood. The patient presented to the emergency department on (B)(6), 2011. The patient denied significant shortness of breath beyond her baseline and also denied oxygen use at home. The patient was admitted to the pulmonary care unit. A clot was identified in the right lower lobe/right middle airways. A large blood clot was suctioned from the right middle lobe and medial subsegmental levels. The clots were removed and both airways were reinspected. There was a trace amount of blood in the medial branch. There was not significant active bleeding at the end of the procedure. The patient was discharged on (B)(6) 2011 and was reported as recovering. The procedure had been completed with the alair bt catheter with no device malfunctions reported. Additional information received after (B)(4), 2011: the event of asthma aggravated was resolved on (B)(6), 2011. Additional information received after (B)(4), 2012. Additional treatment details were provided for the event of asthma exacerbation. The patient was initially treated with prednisone at 40mg qd from (B)(6) 2011 through (B)(6), 2011. Subsequently, the patient was treated with levaquin 500 mg qd and prednisone 40 mg qd from (B)(6), 2011 through (B)(6) 2011. Clarification to initial report: please note that the statement of "there was no significant active bleeding at the end of the procedure" refers to the procedure in the pulmonary care unit on (B)(6), 2011.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the post approval 2 (pas2) clinical study. According to the complaint, the patient received her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2011. On (B)(6) the patient experienced an event of asthma aggravated that was treated with prednisone. On (B)(6) 2011, the patient experienced two episodes of coughing up blood. The patient presented to the emergency department on (B)(6) 2011. The patient denied significant shortness of breath beyond her baseline and also denied oxygen use at home. The patient was admitted to the pulmonary care unit. A clot was identified in the right lower lobe/right middle airways. A large blood clot was suctioned from the right middle lobe and medial subsegmental levels. The clots were removed and both airways were reinspected. There was a trace amount of blood in the medial branch. There was not significant active bleeding at the end of the procedure. The patient was discharged on (B)(6) 2011 and was reported as recovering. The procedure had been completed with the alair bt catheter with no device malfunctions reported. ***additional information received after december 22, 2011: the event of asthma aggravated was resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient weight is (B)(6). Post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). A product analysis could not be completed as the customer disposed of the device. The device history record for catheter reported batch 021010 was reviewed. There were no issues noted with this particular catheter and it met all specification requirements. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found additionally, it is noted in the directions for use that about 3% of patients treated with bt experienced hemoptysis during the treatment period. The most likely root cause of this case is anticipated procedural complication.